Manufacturer narrative:
Complaint is confirmed. Upon visual evaluation, the screws were damaged at the tip and threads. No broken pieces were observed on the screws and eyelets attached to the drivers. Functional testing between the drivers and outer sleeves found that the two devices rotate smoothly. The most likely cause for the reported failure can be attributed to misalignment insertion or prying/leveraging the device during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by an arthrex employee via email that an ar-2324bcc biocomposite swivelock c anchor started to deform during insertion and broke. Another ar-2324bcc biocomposite swivelock c was used, but this one also broke. The case was completed using a third ar-2324bcc biocomposite swivelock c from a different lot number. All the broken pieces from both anchors were retrieved successfully. This was discovered during an arthroscopic ligament repair and stabilization of the ankle procedure on (B)(6) 2023.